Event description:
Home patient reported transfer set became disconnected from titanium adaptor during treatment. Rn reported transfer set was changed, and home patient was treated with 1 gm ancef ip x 1 and 80 mg gentamicin ip x 1, as a precaution. No home patient injury reported as per rn.